Event description:
It was reported that the user experienced high glucose readings with a reported value of 400 mg/dl on the continuous glucose monitor (cgm) after eating meatloaf with rice without announcing the meal while using the ilet system with a dexcom g7 cgm sensor and an infusion set on the right abdomen. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect procedure, specifically failure to follow meal announcement instructions, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user reported that glucose levels stabilized after the call.

Manufacturer narrative:
Initial.